Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal stent was to be used to treat malignant stricture in the pylorus due to antral gastric cancer during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during procedure, the stent was attempted to be deployed; however, it was noted that the delivery system did not contain the stent after full deployment. The delivery system was removed from the patient, and another wallflex duodenal stent was placed to complete the procedure. Reportedly, the device was inspected and found no stent on the delivery system; however, a stent was found on the ground. According to the complainant, the stent and delivery system were separated in the package. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.